Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the stomach in a laparoscopic sleeve gastrectomy, when the device was fired, the handle made a loud crack and the articulation knob broke in two pieces and fell on the floor. The staple line on the central area was incomplete. The surgeon used another reload and handle to complete the staple line. There was no patient injury.